Manufacturer narrative:
The investigation for the positioning issue has been completed. No product was returned. Positioning alarms confirmed the pump's change in positioning to the aorta. The positioning alarm did resolve. It was noted that the pump moved out of position while moving the patient. The root cause of the positioning issue was patient movement. B.7 additional information was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-24647.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support a patient transferred into the tertiary center from the community hospital for heart failure management. The pump had poor positioning which affected the support, and the patient expired when the family decided to withdraw care. The relationship between the impella and cause of death is unknown.